Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6), 2010, the patient was implanted with three gore tag thoracic endoprostheses to treat a thoracic aneurysm. The patient was also implanted with a medtronic talent stent distally. A debranching of the celiac, super mesenteric artery and renal arteries were performed to provide a distal landing zone. In (B) (6) 2010 (exact date unknown), a computed tomography angiography revealed a proximal type I endoleak. This endoleak was secondary to insufficient healthy aorta. On (B) (6) 2010, a reintervention was performed where an additional gore tag thoracic endoprosthesis was implanted. A distal type I endoleak was noted and therefore a cook tx2 was implanted. The endoleaks were resolved and the patient tolerated the procedure.